Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that the ultramini meter had a "calcode issue". The medical affairs specialist (mas) was able to correspond with the pt by telephone four days later, and classified the complaint based on the following info received from the customer. The pt tests his blood glucose 5 to 6 times per day. The pt manages his diabetes via insulin novolog 12 units after every meal on sliding scale and lantus 30 units at bedtime. The pt stated that the reported issue began on the event date, at about 10:30 am. During that time the pt reportedly was unable to code the subject meter. The pt stated that he tried to test on his meter after he developed the symptoms of "dry mouth, weakness and frequent urination", but was unable to test due to the "calcode issue". On the same day, after the reported issue, the pt reportedly went to see his doctor due to his symptoms. The pt tested "327mg/dl" on the hospital meter and reportedly received insulin and IV saline. The pt was hospitalized and he reportedly left home on the same day after his blood glucose results were normalized. The patient's products were replaced. When the cca walked the pt through the troubleshooting, the coding issue was resolved. Based on the provided info, this complaint is being reported because the pt reportedly received treatment for hyperglycemia, after he was unable to code his meter. However, there is no evidence indicative of a meter malfunction because the reported issue was resolved during the troubleshooting.